Event description:
It was reported that during routine trach care and string change, the rn noticed the left flange of trach was 75 percent broken and about to break completely. This caused the need for a change to the trach tube. The old flange that was removed was inspected and right flange was noted to have slight break as well. Item and lot numbers are unknown. Additional information was requested; however, no further specific details on this incident were received. No additional adverse effects to the patient after the trach change, were reported.

Manufacturer narrative:
UDI number, catalog number and device lot numbers are unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR review was not conducted since no lot number was provided. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.